Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. No damage to the reservoir tube lip, retainer, and reservoir tube o-ring noted during physical inspection or device was received without the original battery cap. Unable to verify any damage to battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error as well as o-ring was not in place. Customer¿s blood glucose level was 244 mg/dl. Customer stated that the insulin pump was exposed to fluid. The product will return for the analysis.